Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was admitted to the hospital¿s intense care unit with an elevated blood glucose (bg) level of 843 mg/dl with high level of ketones; due to incorrect time. Customer declined to provide what treatment was given to address bg. Customer was released from hospital on (B)(6) 2022 with issue resolved. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin delivery.